Event description:
It was reported that device broke in half inside the patient but all broken pieces were removed. No patient injury was reported.

Manufacturer narrative:
The cutting edges are a functional factor into the performance of this instrument. Clancy flexible drills are designed for use with clancy endofemoral aimers and 2.4 mm flexible passing pins. The flexible drills are designed for limited reuse based upon the sharpness of the drill tip. The drill was fractured into two segments. The product has been stressed at the solid/spiral transition. The coiled section is visibly bent. The coils have been permanently sprung and are no longer concentric. This area is sensitive to inadvertent torque force. The instrument is intended to flex but not be bent. Cannulated surgical instruments such as drills and taps can become jammed due to soft tissue and bone fragment build up. Sudden starting and stopping of the drill bit in the bone may cause drill bit breakage. No root cause related to the manufacture of the device was established.